Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated the red (positive) cable connection to the battery breaker and determined it was not properly connected. The connection was repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and locked up during the boot process. No patient serious injury or death was reported related to this event.